Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va14qfz, implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that no cause had been determined and the rep was not sure what and where the infection came from. The patient reported that something was not right and a CT and MRI was performed and the lead was discovered to be infected. The patient had bi-lateral lead implants and the first lead (left brain) became infected and was removed. The right lead was still in place and doing well.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va14qfz, implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturing representative reported there was an infection in the lead area which had an onset of (B)(6) 2016. The infection was not confirmed. The patient was programmed on (B)(6) 2016 for the other side and was doing well. The left side lead was removed and intravenous (IV) antibiotics were used. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.